Event description:
It was reported that one lens broke at the optic/haptic junction during insertion. The incision was enlarged and the lense was cut and removed. A second lense was inserted and the same problem occurred. A third lense was implanted and a suture was required. No info was been rec'd regarding the type of inserter used during the event. This report references lenses 1 of 2 involved in the event. Reference MDR # 1313526-2015-00227 for lense 2 of 2.

Manufacturer narrative:
The lens has been requested for eval but has not been rec'd at the eval site. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.